Manufacturer narrative:
After further review MFR#:2916837-2021-00166 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facsmelody¿ biohazardous waste leaked outside of instrument. Leak on samples: was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Was the waste mixed with decontaminate/bleach? No . Did the biohazard leak before or after waste line? After waste line. Was the customer/bd personnel physically in contact with the fluid? No. Additionally, the fse provided the following additional information: customer states they had a event rate issue-cts remoted into the instrument, did multiple sample line back flushes. Verified sample flow rate, all sat. But customer states when the sample line does a back flush, the bi chamber aspirator cup was dripping fluid. Cts did multiple sample line back flushes, still dripping fluid, had customer, had customer open the sort chamber door, customer states the sort chamber aspirator is draining properly. Resolution not achieved.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsmelody¿ biohazardous waste leaked outside of instrument. Leak on samples. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Was the waste mixed with decontaminate/bleach? No . Did the biohazard leak before or after waste line? After waste line. Was the customer/bd personnel physically in contact with the fluid? No. Additionally, the fse provided the following additional information: customer states they had a event rate issue-cts remoted into the instrument, did multiple sample line back flushes. Verified sample flow rate, all sat. But customer states when the sample line does a back flush, the bi chamber aspirator cup was dripping fluid. Cts did multiple sample line back flushes, still dripping fluid, had customer, had customer open the sort chamber door, customer states the sort chamber aspirator is draining properly. Resolution not achieved.